Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to try again with another sensor, and ensure no extra background applications running, other bluetooth devices are minimal, and to re-pair with smart device and receiver, which was not successful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)